Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: flow stopped, spo2 dropped tin 70s, loss of peep, check blockage, o2 failure messages, high and low o2. Bag patient, restart vent no patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: flow stopped, spo2 dropped tin 70s, loss of peep, check blockage, o2 failure messages, high and low o2. Bag patient, restart vent no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).